Manufacturer narrative:
In use at the time of the event:CGM model: Unknown. Mobile OS: Unknown.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.